Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller board was reseated during the service call. The system was tested and found to be working as intended, and pull back into service.

Event description:
It was reported that the 9800 system would not fluoro and had washed out images during a case. No pt injury was reported.